Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.4, 1.5, 1.5, clinic poc: 2.5, 2.4, 2.6, lab: 2.3. Date: (B)(6) 2011, inratio: 1.3, clinic poc: 3.6. Type of meter not indicated. Patient just diagnosed with cancer, undergoing chemo since january; anemic. Customer called in upset that her results on the meter are so different from the results she got at the lab and at the coumadin clinic. Therapeutic range = 2-3.